Manufacturer narrative:
The device was received for evaluation. During functional testing, 'would have buttons 7& 8 are not working. ' was confirmed . A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be button 7 & 8 are inoperative. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an issue of buttons 7 and 8 in the keypad are not working. This occurred in the biomed service department. There was no patient involvement. No additional information is available.